Event description:
During a hand assisted laparoscopic right colon resection procedure, the doctor mobilized the right colon using his hand through the device. After mobilizing the right colon, he attempted to bring the segment of bowel extracorporeally through the device. This is when he noticed that the device had ripped and the bottom silicone ring had fallen into the abdomen. He was able to retrieve the bottom ring without any patient consequence. After completing the resection and anastomosis extracorporeally, they opened another device to finish the case. No patient consequences.